Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, it was noted that the catheter was fractured beyond hub. The procedure was completed with another device.